Event description:
Family members reported that the implant suddenly stopped working. Family members denied any accident or trauma to head. Explantation/reimplantation surgery is yet to be scheduled. The health professional has been informed that the explanted device should be returned to cochlear ltd.